Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found that, the auxiliary water flow was not flowing, the labels were wrong and recommended changing the ¿conformité européene¿ label to non ¿conformité européene¿ label, the control knob movement had excessive play, the distal end plastic cover had deep dents, the light guide lens had two cracks, the bending section cover glue was a non-olympus, the insertion tube was a non-olympus, the light guide tube was a non-olympus tube. The investigation is ongoing, and follow-up with the user facility is being performed. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the colonovideoscope water jet was not spraying well. The issue was found during a procedure. The device was returned for evaluation. During the device evaluation, the no flow issue was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined. The event could have been detected/prevented by following the instructions for use: -inspection of the auxiliary water feeding function -prohibition of improper repair and modification olympus will continue to monitor field performance for this device.